Event description:
Initial and additional information was received from a physician's assistant via sanofi-aventis sales representative on (B)(6) 2009: a female patient received two treatments with hyaluronate sodium [hyalgan] (dose, therapy dates, and indication not specified). After the second injection of hyaluronate sodium, the patient experienced a pseudoseptic reaction which started in her knee and "spread to the chest". The patient was hospitalized and continued to have burning sensation in her injected knee. The knee was washed out and the patient was recovering. Lot number for first injection (124500) and second injection (120700) were provided. No further relevant information reported. Additional information was received from the physician's assistant on (B)(6) 2009: this (B)(6) year-old female received her first dose of hyaluronate sodium 20mg injection in (B)(6) 2009. A week later ((B)(6) 2009), she received her second dose of hyaluronate sodium 20mg injection. Two days later ((B)(6) 2009), the patient experienced a pseudoseptic reaction. Arthroscopy incision and drainage was done. The patient recovered and was discharged from the hospital. No further relevant information reported. Knee "washed out": arthroscopy, incision and drainage ((B)(6) 2009).

Manufacturer narrative:
Additional lot #: 120700.